Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. The manufacturing records were reviewed and no complaint related issue was found.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(4) regarding the quick coupling for a trauma recon system (trs). It was reported that prior to a procedure to treat a patient with tibial shaft fractures, a grey liquid that was leaking from the trs was discovered. As the doctor was preparing the quick coupling in question in a clean area, a nurse found that gray-coloured liquid was leaking out from the hollow and movable portion. The quick coupling in question was cleaned and sterilized again, and the same coloured liquid was reported to be leaking again. The doctor performed the operation without using the quick coupling. This is report number 1 of 4 for the same event.